Event description:
An impella cp device was inserted via the right femoral arterial access in a 66-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage b cardiogenic shock, and the patient had a history of prior coronary artery bypass graft (CABG) surgery. The activated clotting time (act) at the time of initial implantation was reported as 281 seconds. Following device implantation, hemodynamic support was initiated per standard clinical practice. During support, the impella cp device exhibited placement signal low alarms, with reported placement signal readings in the low teens and negative left ventricular (lv) pressure values (approximately 13/-10 mmhg). The physician assessed device positioning and attempted repositioning; however, the alarms and abnormal placement signal readings persisted. Based on the lack of resolution, a clinical decision was made to remove the device and replace it with a new impella cp device. At the time of explant, a small amount of thrombotic material was observed on the inlet cage.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.